Manufacturer narrative:
This report is submitted on july 30, 2018, (B)(4).

Event description:
Per the audiologist, the patient experienced a loss of osseointegration and is being clinically managed by the health care provider.